Manufacturer narrative:
(B)(4). Date sent: 10/26/2020. Investigation summary: the analysis results showed that one ecr60b reload was received partially fired 1/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The reload partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. Attempts are being made to obtain the following information and the device. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Please provide the status of the device as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the jaw couldn't be opened and stapler couldn't be fired. It is unknown how the procedure was completed. There was no patient consequence.